Event description:
Related manufacturer report number: 2017865-2022-15881. It was reported that the patient presented for routine generator change. During the procedure, the right ventricular lead was stuck in the header of the implantable cardioverter defibrillator and was unable to be removed. The lead was ultimately torn. The procure was completed with a replacement lead and device.

Manufacturer narrative:
The reported event of failure to disconnect could not be confirmed via laboratory analysis due to the ventricular set screw was not returned. A laboratory set screw was used to test leads, found that leads could be inserted, secured, and removed without difficulty. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.